Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, probable cause of the additional identified failure is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was identified that the biopsy channel contained foreign material in the fiberscope. There was no patient involvement.